Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The cause of peritoneal infection was not reported. It was reported the patient was hospitalized for nearly twenty (20) days and treated with oral and injection antibiotics for the event. At the time of this report, the patient did not recover from the event. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
B3: event date - it was reported that the patient experienced peritoneal infection "at the end of (B)(6) 2025". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.